Event description:
The arthroplasty was revised due to loosening of the femoral component. The femoral and tibial components were revised. The components were implanted in situ for 0.75y. Med records and x-rays were not provided to stryker for review.